Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller started alarming. The controller hasn't alarmed since the patient presented with the alarm. The clinic planned to admit the patient and do a modular cable exchange at bedside with surgery back-up. Log files were submitted for review and captured a driveline(dl) power fault alarm associated with a power a broken system controller fault flag on (B)(6) 2024 at 1:34 p.m. This event may be due to an issue with the modular cable. On (B)(6) 2024 additional logfiles were submitted and showed that the dl power fault alarm did not return and the current on both power lines was normal.

Manufacturer narrative:
Section d4: UDI has been corrected. Section d4: expiration date has been corrected. Section h4: manufacture date has been corrected. Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed wire damage that would have contributed to the reported driveline power fault alarms observed in the submitted log files. The controller event log files contained data from on (B)(6) 2024 through on (B)(6) 2024, per the timestamps. Beginning at 13:21:55 on (B)(6) 2024, transient pwr a fault flags became active. This fault resulted in driveline power fault alarms beginning at 13:34:28 on (B)(6) 2024. The driveline power fault alarms remained active throughout the log files. A driveline disconnect alarm and subsequent pump stop were captured on (B)(6) 2024 consistent with the reported modular cable and controller exchange. The pump appeared to function as intended at the set speed while the driveline was connected. Heartmate 3 modular cable, lot number: 6521040, was returned in used condition. No signs of sharp kinking or other damage (cuts, holes, tears, etc.) Were observed. Examination of the controller connector revealed no evidence of fluid residue, corrosion, debris, or wear and visual inspection of the connector pins within the controller connector showed no evidence of bending or other damage. Examination of the inline connector revealed no fluid residue or corrosion. Visual inspection of the connector pins within the inline connector showed no evidence of bending or other damage. Microscopic inspection of the inline connector revealed that the o-rings were present and seated properly with no evidence of damage. The modular cable layers were removed, and the underlying wires were inspected. Visual inspection of the underlying wires revealed breaches in the insulation of the brown, red, and orange wires approximately 2.5¿ from the controller connector. The inner conductors of the red and orange wires were exposed, but appeared to be intact. The insulation of the brown wire was partially intact; however, the inner conductors had fractured. The brown wire represents the power a line, which is the line that triggered the driveline power fault alarm captured in the system controller event log file. The observed wire damage appeared to be the result of wear and tear due to repetitive flexing. The relevant sections of the device history records for the modular cable, lot number: 6521040 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the lvas to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ this section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled ¿what not to do: driveline and cables¿. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. In the patient handbook, section 4, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact immediately if they find signs of driveline damage. Section 5, ¿alarms and troubleshooting¿, cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.